Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when deploying the angio-seal device, the footplate did not go beyond the sheath after the second click. When the md pulled everything back, the footplate was still in the sheath. There was not equipment left in the groin. The angio-seal was deployed in the right femoral artery (rfa). The site was assessed with fluoro prior to deployment. The vessel was greater than 5mm and the access was above the bifurcation with no calcium. The md reported that he vessels were very stiff. Manual pressure was held. The patient was reported to be in stable condition. The procedure outcome was reported to be successful. There were no other devices or equipment being used with the reported product. Additional information was received on february 7, 2019. The procedure was a percutaneous coronary intervention (pci) with laser atherectomy. A 6fr procedural sheath was used for the pci procedure, the md used a 25cm sheath for additional guide support. There were no issues with arterial access. There were no issues with insertion of the angio-seal device. The patient had a femstop applied to the groin to maintain hemostasis. The blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip device was returned for evaluation. The hemostasis sheath was mated with the carrier tube assembly. No other accessory components were returned for analysis. Visual inspection revealed the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath and had not properly exited as intended. No other anomalies were noted. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, causing the anchor at a distal tip of the carrier tube to become further exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device, the device was deployed as intended. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the full forward position, or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.